Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02871. The pt received two percutaneous leads (from the same lot) as part of her scs system. It was reported the pt developed an infection at her ipg pocket and lead sites. The pt's system was removed on (B)(6) 2012. It was reported no cultures were taken. No further info is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.